Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had drawer malfunction. A technical support specialist opened device manager and made sure the usb-hubs power management options were deselected then navigated to setting and selected the highest power management option. He also turned off the windows start transparency and rebooted the application. The user was able to free the jammed drawer. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medbank system drawer failed to open, when user attempted to issue a sodium chloride medication. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was jammed and failed to open up. A technical support specialist selected the highest power management option and turned off the windows start transparency and rebooted the application. The customer resolved the issue by sticking a ruler through and free the medication which jammed the drawer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system drawer failed to open, when user attempted to issue a sodium chloride medication. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.